Event description:
A call center ticket was logged with the following text "got system error message. Will not discharge through the cables". No patient involvement was reported.

Manufacturer narrative:
(B)(4).